Manufacturer narrative:
(B)(4). (B)(4). Transient ischemic attack (tia), stroke and hypotension may offer during this type of procedure. As listed in the instructions for use, tia, stroke and hypotension are known potential adverse events associated with the use of the product. The reported hospitalization was in response to the patient symptoms. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Adverse event: stroke, hypotension. Onset of adverse event: one day after the procedure. Device issue: none. It was reported, via trial, that during a left internal carotid artery xact stenting procedure, the patient experienced a transient ischemic attack lasting 5 minutes with loss of speech and transient paralysis. CT scan was negative. One day post-procedure, on (B)(6) 2010, the patient experienced mental status changes, slurred speech, aphasia and right sided weakness, which was diagnosed as stroke. Additionally, the patient experienced hypotension and was treated with fluid boluses and neosynephrine. On (B)(6) 2010, the stroke symptoms mostly resolved with some remaining facial paralysis. On (B)(6) 2010, the hypotension resolved. On (B)(6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.